Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a connection issue which resulted in peritonitis. The connection issue was further described as ¿the patient¿s transfer set disconnected from the catheter¿. The pd nurse stated that both the clinic and patient were unaware of how the disconnect occurred. The patient was not hospitalized for peritonitis. The patient was treated with vancomycin (dose, route, frequency, and duration not reported) for peritonitis. Action taken with pd therapy was not reported. At the time of this report, the patient is recovering. No additional information is available.